Event description:
It was further reported that the target lesion was 90% restonosed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a percutaneous transluminal angioplasty treatment procedure in-stent restenosis occurred. A wallstent had been implanted in the "avg veinside anastamosis" on an unspecified date. In august 2011 the patient returned and in-stent restenosis was discovered. The restenosis was located within the wallstent and the stent edge in the left brachial shunt of the ulnar artery. A 6f non bsc stent was inserted 7cm proximal to the restenosed wallstent. A 014-135 transend guide wire was advanced and easily crossed the target lesion. Next a 6.0-4/4t/40 symmetry balloon catheter was advanced, however the tip of the device bumped into the edge of the previously implanted wallstent and was unable to cross the target lesion. The symmetry balloon catheter was removed and replaced with a sterling balloon catheter that successfully crossed the target lesion and the procedure was completed. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).